Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a meter manufacture date.

Event description:
The customer tested his blood glucose using his breeze2 meters. One breeze2 meter read 169 and 176 mg/dl, while the breeze2 read 93 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left to return. A replacement breeze2 meter was sent to the customer.